Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s. - corrected brand name: servo-s base unit. D4 ¿ version or model #: - previous version or model #: servo-s. - corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description and service report. There is nothing in provided logs to confirm the reported issue as the logs have been deleted. Our fse was on site and could narrow the issue down to the control circuit board. After replacing the pc board, the unit began to work and was returned for clinical use. Control circuit board contains electronics (including microprocessor) responsible for e.g. Inspiratory pressure regulation and constant inspiratory flow, which can be used during inspiration time in any mode. Defective control printed circuit board may lead to high pressure or stop of ventilation. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).